Event description:
Customer reported receiving an error message in addition to battery and booklet icons on her unlocked freestyle meter. These messages are an indication the meter may have exhibited the memory overwrite malfunction. There was no report of death, serious innury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. Follow up report will be submitted if the product is returned for evaluation. Customers and retailers have been informed through the adc fa16may2006 letter.